Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was pacing failure, varied threshold and decreased right ventricular (rv) lead slack. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.